Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was 114.3 ml, rate 2.5 ml, given 4.45 ml. No air in line noted. No adverse patient effects were reported. Per reporter no additional information is available at this time.